Manufacturer narrative:
Both stents that were used in the procedure were returned for eval. One of the stents has remained intact while the other was returned in seven segments which have mating fractures. Elongation of the stent segments at the areas of separation was noted and the stent that was returned intact had elongated sideports. This appearance is indicative of tensile overload. Further testing is currently being conducted to test the tensile strength of the returned stents in comparison to an unused stent. Should the results of the testing be offer a different conclusion than what is stated in this submission, we will notify FDA. Our instructions for use caution the customer of the following: "complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your pt. Informed consent should be obtained to maximize pt compliance with follow-up procedures. Individual variations of interaction between stents and the urinary system are unpredictable. Periodic eval via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage."

Event description:
The pt had been placed cook "filiform double pigtail ureteral stent set" at both side of ureter (B)(6) months ago. (One side per stent) in (B)(6) 2012, he returned to hospital to retrieve the stent. The stent located at right ureter was successfully retrieved, but the stent located at left ureter was broken when doctor retrieved it from the pt. The doctor performed the retrieving action was in normal power. And then 2 procedures were performed on the pt, during the first procedure, the remained stent located at left ureter was broken again when retrieving. For the sake of safety, the doctor performed percutaneous nephrostomy, the remained stent was tried to retrieve from ostium of stoma. They found many stones was grown on the distal end of renal calyces of stent. The remained stent was finally retrieved after cleaning the stones on the stent. The doctor compared this stent with the normal stent (the one located at right ureter and smoothly retrieved), he found this stent was easily be broken by stretching test. A section of the device did not remain inside the pt's body finally. The pt experienced percutaneous nephrostomy for retrieving the stent.